Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board was cleaned and reseated and the gib battery was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the loss of x-ray functionality. There is no report of patient injury.